Event description:
The facility representative reported a colleague infusion pump with lines in the screen. It is unknown when this event occurred, however, it was reported to have occurred in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during service evaluation. The assignable cause was a faulty main display. The main display was replaced to correct the reported condition. Additional information: the user interface module software version is 5.04.00. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.